Event description:
Attending surgeon advised that needle broke while attempting to close and umbilical trocar port site. Surgical procedure was converted to a mini-laparotomy to retreive the retained needle piece.

Event description:
In closing the subumbilical incision the needle broke. An exploration then ensured and several x-rays were taken. In the end the needle was found in the rectus sheath along side the mediary boundary of the right rectus muscle. Both ends of the needle were compared and an entire needle was felt to be removed. The subcutaneous tissure was reapproximated. The subumbilical incision was closed with a combination of hemoclips and sutures. The pt tolerated the procedure well.